Event description:
Healthcare professional reported one day after injection in the glabella with juvederm ultra plus xc, pt developed swelling and pain "all around the glabella coming down the nose, heading toward the inner part of the eye". Over the next two days, the pt presented with "little white dots", plus and an infection at sites previously noted. Pt was prescribed ciprofloxacin, topical neosporin and warm compresses to the symptom areas. Pt also went to the "ER and was provided with IV cipro". Initially after treatment pt was "a whole lot better" with some "scabbing over with some pinkness". The symptoms have since been reported as fully resolved.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling: precautions: as with all procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Injection-site responses also included pain postmarket surveillance. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Serious adverse events have infrequently been reported for juvederm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain.